Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).